Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened all the buttons dome switch. No button error alarm noted during testing. The insulin pump had a cracked case on display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was not known at the time of the incident and was 152 mg/dl most recently, at the time of this report. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.